Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient reported phrenic nerve stimulation, which is suspected to have been caused by lead dislodgement. The lead remains implanted with therapy turned off, and the patient is reportedly no longer experiencing nerve stimulation. Should additional information be received, this file will be updated.